Manufacturer narrative:
(B)(4)

Event description:
It was reported by the physician that the patient's generator was in the yellow range, was low, almost gone, 10% remaining battery life. The physician stated she thinks this was a bad device and that the battery was used up too fast. A battery lift calculation was performed and showed the generator had approximately 0.3 years remaining until the neos = yes (near end of service) condition.

Event description:
The programming history database was reviewed. The database contained programming history from (B)(6) 2015, which was the date of implant. No anomalies were noted. The patient was programmed to 2.5/30/500/30/1.1/2.75/500/60 on the date of implant, (B)(6) 2015. System diagnostics was performed on the date of implant surgery, which showed ok/ok(1.00ma)/ok(1695 ohms)/ok. An implant card was received indicating the patient had a generator replacement on (B)(6) 2016. The generator replacement was described as prophylactic and it was marked that the generator was at the ifi = yes (intensified follow-up indicator) condition. The patient was replaced with a model 105, which has a larger battery than the explanted model 103 generator. Once more recent information was entered into the in-house programming history database, the database was reviewed again. The database contained programming history from date of implant, (B)(6) 2015, through (B)(6) 2016. No anomalies were noted. The patient was last programmed to 3/30/500/30/1.1/3.25/500/60 on (B)(6) 2016. It was also found that the battery status was at ifi = yes. There were no new system diagnostic results since the last phd review. Additionally, the model 103 longevity tablet within the physician's manual was reviewed and it showed that at settings of 2.5/30/500 and a 33% duty cycle, the device would only be expected to make it about 1.4 years, from beginning of life, prior to reaching ifi = yes. The device was implanted on (B)(6) 2015 and programmed on to a slightly higher duty cycle than what is captured in the longevity table, which would cause the device to reach ifi even faster than estimated. The date of the original complaint was (B)(6) 2016, about 17 months after beginning of life. The estimation of 1.4 years from bol to ifi is equal to about 16.8 months. This information indicates that the m103 reached the ifi condition at the appropriate rate. The generator was programmed to 2.5ma on the date of implant, about 4 months after the fet (final electrical test). From that point on, the device was actually programmed above 2.5ma, which further verifies the m103 did not reach the ifi condition prematurely. The explanted generator was received for analysis by the manufacturer on 07/28/2016. Analysis is expected but has not been completed to date.

Event description:
Product analysis (pa) for the returned generator was completed. The device was explanted due to prophylactic replacement. During analysis, the device output signal was monitored for more than 24-hours while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring demonstrated the appropriated magnet output for the programmed settings. The generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the generator performed according to functional specifications. The reported allegation of premature eol (end of life) was not duplicated in the pa lab. However, the report of an ifi = yes (intensified follow-up indicator) condition was duplicated in the lab. The batter voltage was measured at 2.751v, which confirmed the ifi = yes condition. A battery life calculation resulted in 0.4 years remaining until the neos = yes (near end of service) condition. An incomplete programming/diagnostic history (using implant diagnostics only) indicated the estimation does not use all the data required to make an accurate estimation. There were no performance or any other type of adverse conditions found with the generator.